Event description:
Boston scientific received info that the pt had dislodged both the right atrial lead and the right ventricular lead. The physician elected to explant both leads and replace with new leads. No adverse pt effects were reported. No further details were provided. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It is not noted if this lead was the ra or rv.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.